Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty scope socket.

Event description:
A user facility reported to olympus that the scope connector pins were broken and no video from the scope was produced. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the investigation results, the likely causes are shown below: the videoscope cannot be connected: due to the age of the device, it is likely that the output connector was worn due to the long term repeated use of the device, resulting in damage to the terminal.